Event description:
The customer alleged there were siderails were stuck down and unable to latch in the upright position. No patient involvement or adverse events are reported.

Manufacturer narrative:
Result: rust/corrosion.